Manufacturer narrative:
There was no known patient involvement. ( the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated. The laboratory test report was not provided to livanova and the type of bacterium was not specified. There is no known patient involvement.

Manufacturer narrative:
H10: despite attempts performed to contact the customer, no response has been received and it was not possible to collect any information regarding cleaning and maintenance practice in place at the customer site. No further investigation is possible and the exact root cause could not be determined. However, the heater cooler device is provided non-sterile and per intended use is connected-to and maintained-in a non-sterile environment. Bacteria are widely distributed in the eco-system and present also in waters, including tap water sources thus, the sources of contamination can be various and strongly depend on hygiene practices applied at the customer site. Factors which may contribute to device contamination are related to deviations from the instruction for use such as use of reusable heating blankets, protective gloves not used during cleaning and disinfection, tap water filtering system not used, hydrogen peroxide level not daily monitored, routine disinfection not performed as per IFU, external surfaces and hansen connectors not cleaned, etc. The probability for a bacteria from environment to come in contact with the device cannot be ruled out and a contamination may still occur for external factors such as the environment where the device operates, the environment where the device is cleaned and stored.

Event description:
See initial report.